Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The staples were locked when leaving the instrument well when doctor made the shot. The handle was not able to recognize the reload. There was a problem unloading the device. The stapler was not able to fire. In order to resolve the issue and complete the case, replaced the device. There was no patient harm. The patient outcome is alive, no injury.